Manufacturer narrative:
Product event summary: analysis confirmed that the overlay was cracked, but the overlay was responsive to a known good stylus. The provided stylus did not work with either the cracked overlay or a good overlay.

Event description:
It was reported that the programmer's screen was cracked after being closed on a universal serial bus (usb) drive, and the screen was no longer responsive to the stylus. The programmer has been returned to service. There was no patient involvement.